Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinically relevant information, the root cause of the reported infection cannot be definitively concluded. The patient impact was the revision surgery and unspecified infection. No further patient impact can be determined, and the patient¿s current health status was not provided. No further clinical medical assessment can be rendered. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced an infection. This adverse event was solved by tka revision surgery and a jrny ii bcs xlpe art isrt sz 5-6 rt 9 mm was swapped out with one of the same size. Current health status of patient is unknown.